Manufacturer narrative:
A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing periodic shocks from the controller while plugged into wall power. The patient was using a multi-plug and the patients partner also felt the shocks when touching the controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿patient was experiencing periodic shocks from the controller while plugged into wall power¿ could not be confirmed through this evaluation. Event details indicated the patient is experiencing ¿shocks¿ from his controller while being plugged into a wall power source. Additional information communicated on 17oct2022 indicated system controller (serial # (B)(6)) was exchanged for system controller (serial # (B)(6)) regarding the reported issue. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 13jul2021. Heartmate 3 patient handbook rev d, cautions the users to call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Under section 4 ¿living with the heartmate 3¿, covers static electricity for users. When you are not sleeping or resting, it is recommended that you use battery power instead of the mobile power unit to power your system. Using battery power can reduce the risk of system damage from high levels of static electricity. Static electricity occurs when two objects come into contact. You can receive a static shock when doing things such as: ¿ folding or changing bedsheets ¿ taking laundry out of a dryer ¿ dragging your feet on a carpet ¿ touching the screens of older tvs or computers (lcd and led screens are okay) fabrics like wool, silk, and synthetic materials can build up static electricity. Use cotton fabrics where possible. Static electricity is more common when the air is dry. Cold weather and home heating systems make air drier. A humidifier can make air less dry and reduce static electricity. What you should do: it is recommended that you use battery power when you are not sleeping or resting to reduce the risk of system damage from high levels of static electricity. Under section 3 ¿powering the system¿, cautions users. To avoid the risk of electric shock, the mobile power unit must be plugged into a properly tested ac electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cables. Do not clean or service the mobile power unit while it is plugged into an ac electrical outlet, or electrical shock may occur. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: serial number was requested but was not provided. Section d6a: implant date was inadvertently added in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of the ¿patient experiencing periodic shocks from the controller while plugged into wall power¿ could not be confirmed through this evaluation. Event details indicated the patient was experiencing ¿shocks¿ from his controller while being plugged into a wall power source. Additional information communicated indicated the serial number of the system controller was unavailable because the patient is out of the country. The information provided indicated the expected system controller exchange will not be performed until the patient returns to canada. The patient is not returning for a couple of months. To date, the system controller (serial # unavailable) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if additional pertinent information is received. Serial number was unavailable, and the device history record could not be reviewed. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Under section 4 ¿living with the heartmate 3¿, covers static electricity for users. When you are not sleeping or resting, it is recommended that you use battery power instead of the mobile power unit to power your system. Using battery power can reduce the risk of system damage from high levels of static electricity. Static electricity occurs when two objects come into contact. You can receive a static shock when doing things such as: folding or changing bedsheets taking laundry out of a dryer dragging your feet on a carpet touching the screens of older tvs or computers (lcd and led screens are okay) fabrics like wool, silk, and synthetic materials can build up static electricity. Use cotton fabrics where possible. Static electricity is more common when the air is dry. Cold weather and home heating systems make air drier. A humidifier can make air less dry and reduce static electricity. What you should do: it is recommended that you use battery power when you are not sleeping or resting to reduce the risk of system damage from high levels of static electricity. Under section 3 ¿powering the system¿, cautions users. To avoid the risk of electric shock, the mobile power unit must be plugged into a properly-tested ac electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cables. Do not clean or service the mobile power unit while it is plugged into an ac electrical outlet, or electrical shock may occur. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.